Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) actual longevity is < 80% of 99.9% longevity limit. The device was fully functional with no high current drain or evidence of battery problems. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the device lasted <80% of its expected longevity. Both loaded and unloaded pacing current drain levels were normal for this device at bol (beginning of life) voltages. There is no evidence to indicate a problem with the battery. Further analysis was performed to reintroduce any anomalies that may have previously existed. The device was subjected to a thermal chamber and a freeze spray. No anomalies or power on resets were able to be induced.

Event description:
It was reported the patient was seen in the clinic because they were symptomatic. Upon interrogation, the device displayed vvi 65 mode. The battery voltage was 2.47v which is lower than elective replacement indicator (eri) but the battery status was ok. It was also reported that elective replacement markers were shown in the atrial marker channel after the device was reprogrammed. The device was subsequently explanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported the patient was seen in the clinic because they were symptomatic. Upon interrogation, the device displayed vvi 65 mode. The battery voltage was 2.47v which is lower than elective replacement indicator (eri), but the battery status was ok. It was also reported that elective replacement markers were shown in the atrial marker channel after the device was reprogrammed. The device was subsequently explanted. No patient complications have been reported as a result of this event.